Event description:
It was reported the patient experienced worsening tone issues with spasms and an external cfs leak. A pump myelogram indicated a possible leak in the lumbar region, although no specific cause of the leak was reported. The drug in the pump was baclofen. The patient had the catheter replaced.

Manufacturer narrative:
(B)(4).